Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk transseptal needle (model #407200, lot# unknown) st. Jude medical agilis 8.5 french sheath (model# 408309, lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation in the left atrium, a pericardial effusion was detected. Patient was cardioverted. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be hemodynamically stable. Patient required extended hospitalization as a result of the adverse event for monitoring after pericardiocentesis. Patient fully recovered. On post-procedure day 8, the patient was discharged from the facility. Medical history includes atrial fibrillation. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was a procedural complication that resulted from excessive radiofrequency ablation in the same location. Physician indicated that he did not suspect that the adverse event was secondary to any bwi product malfunction or patient condition. Physician indicated that the smarttouch catheter and the generator operated as expected during the procedure and were not at fault. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator was set on power control mode at 35 watts with power cut-off of 35 watts and temperature cut-off at 47 degrees celsius. There is no further information regarding generator parameters. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Generator settings at the time of injury included power at 35 watts, temperature at 35 degrees celsius, and impedance at 17 ohms. Power was not titrated during ablation. Overall ablation time at the site of injury was 9 minutes and 13 seconds. Last ablation cycle time at the site of injury was 58 seconds. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant (heparin 800 units) during the procedure. Activated clotting time (act) was 199 seconds at baseline and 231-312 seconds during the procedure. Heparin was reversed, resulting in an act of 244 seconds. Octaplex was administered during pericardiocentesis and act decreased to 133 seconds.

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additional information was received on 6/19/2018 indicating that cardioversion was a planned part of the ablation procedure. The investigational analysis has been completed. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and found to be working properly. The force values were observed to be within specifications. Electrical testing was performed on the catheter and found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed to be within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The physician indicated that the smarttouch catheter and the generator operated as expected during the procedure and were not at fault. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacturer ref no: (B)(6).